Event description:
It was reported, the pt ((B)(6)) lost effective stimulation coverage shortly after implant. Surgical intervention was undertaken to address this matter. Although the pt's lead had not migrated, the physician chose to reposition the device. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.